Event description:
A nurse from the user facility reported a broken haptic. Information received on 02/01/2007 stated enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens was returned positioned incorrectly in the lens case. One haptic was broken in the gusset area (not returned) and the second haptic was bent due to its position in the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.